Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21apr2020.

Event description:
The customer reported that the output screen does not work. There was no patient involvement.

Manufacturer narrative:
G4: 11may2020; b4: 15jun2020. The field service engineer performed the touchscreen correction to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.